Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 error. In addition, the insertion section part was worn and the angle was tight. The event occurred during preparation use, prior to a diagnostic enteroscope procedure. A similar device was used to complete the operation with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event. This report is being submitted for the e315 error.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to corrosion of the plug unit. The d angulation was reduced due to wear of the a-wire and the scope connector was immersed. In addition, protector damage, lightguide lens defect/chip, light guide tube stickiness, and plastic distal end cover burnt were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion from improper handling of the device: ·the connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. ·the connector cap of leakage tester was attached/detached to venting connector of the device under water. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.